Event description:
It was reported that the patient received an inappropriate shock due to over-sensing from this right ventricular (rv) lead. The rv lead was subsequently surgically capped and abandoned. A replacement rv lead was implanted to resolve the event and no additional adverse patient effects were reported. This lead remains implanted, but capped and out-of-service.